Event description:
It was reported that during a procedure, it was noticed that there was smoke. When the device was withdrew, it was noticed the device was still red hot. No patient complication was reported by the hospital.

Manufacturer narrative:
Investigation details: the investigation was completed, and the device meets specifications for electrical resistance and stimulated cautery. The complaint cannot be confirmed. Lhr review was completed, and there was no non-conformance associated with this lot number.